Event description:
A customer received a "scan again in 10 minutes" error message on the 2nd day of wearing the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia, sweating, a loss of consciousness and was unable to self-treat. Customer required third-party intervention and had contact with a healthcare professional who provided "scanning of arm several times," sugar, and unspecified emergency room services for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.